Event description:
Customer reported a partial screen and stated that the down button on the insulin pump is unresponsive. The partial display was resolved with new batteries. Customer stated that the screen of the insulin pump looks cloudy and it may be exposed to moisture. Customer also mentioned that the last battery only lasted four to five days. Customer's current blood glucose reading is 160 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. All operating currents are within specification; off no power alarm functioned properly and passed self test. No unexpected missing segments, partial display anomaly noted. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.